Event description:
Customer's family member stated that they only have cooper top batteries. Stated that they had one of these batteries in the pump and the pump is blank. Stated that they didn't have any other batteries with them, but they would go and get some. Family member stated that customer was hospitalized due to diabetic ketoacidosis. Not sure if its pump related. Family member in agreement to call back to troubleshoot for blank display and high blood glucose.